Event description:
The physician reported he was performing an aneurysm embolization treatment in the patient's brain. During the course of the procedure, while carrying out symbolization maneuvers, the dome of the aneurysm was perforated. The procedure was reportedly completed with this device. The physician did not disclose if any medical intervention was performed or the patient's outcome as a result of this phenomenon.

Manufacturer narrative:
Device manufacturer date: the device's lot number was not given, therefore the date the device was manufactured could not be determined. The device in question was not returned to boston scientific as it was discarded by the user facility. As a result, a review of the device history record (DHR) and similar complaint review were unable to be performed as no lot number was able to be obtained. However, boston scientific conducted a similar complaint review across the product family of the suspect device, and no similar complaints were found. Boston scientific was unable to confirm the phenomenon experienced by the user as the device was not returned for analysis. The reported event indicated that the dome was perforated; however, no information was disclosed to reasonably suggest the suspect device had malfunctioned in a way that could have caused and/or contributed to the reported event. Therefore, based on the minimal information disclosed by the user facility regarding the alleged event, boston scientific could only postulate that the user may have encountered resistance which would most likely cause the user to apply excessive force against the resistance resulting in the perforation of the dome. In addition, because the device was not returned, tip flexibility of the device could not be evaluated to determine if tip flexibility was an issue. However, distal tip flexibility was also evaluated during the design of the suspect guide wire. The guide wire was tested over a 5, 10 and 20mm length and compared against other leading guide wires on the market. The data demonstrated that model of guide wire suspect in this case was more flexible than all three predicate devices. The warnings section of the directions for use (dfu) for the guide wire states "do not torque a guide wire without observing corresponding movement of the distal guide wire tip; otherwise, guide wire damage, such as tip separation, and/or vessel trauma may occur". It also instructs the user to "advance or withdraw the guide wire slowly and carefully" and to "never advance, auger, withdraw, or torque a guide wire which meets resistance as the outcome could result in vessel perforation". Given the history (no similar complaints reported) of suspect device's product family, and time that the product has been on the market, it is reasonable to suggest that unusual circumstances occurred during the procedure of this reported incident. Therefore, based on the information provided by the user facility, and lack of a returned product for investigation, boston scientific could not conclusively determine the cause of the user's experience. The cause of the event remains unknown.